Manufacturer narrative:
No rewind anomaly was noted. The black circle on the display functioned properly during testing. However, intermittent act button response was noted due to moisture damage to the keypad trace. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.

Event description:
The customer reported via telephone call that the insulin pump was stuck in rewind mode. The blood glucose reading was 150 mg/dl. The customer also reported that the buttons became unresponsive and that he had gotten caught in the rain about one month prior. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.